Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards has learned that a (B)(6) male underwent a mitral valve explant after an implant duration of eight (8) years, eleven (11) months, due to regurgitation caused by the leaflets not coapting. It was noted that one of the leaflets had some mild fibrosis which made it impossible to coapt with the other two leaflets. This device was replaced with a 29 mm edwards bioprosthesis. There were no complications.

Event description:
Additional details provided by the hospital indicated the device is available for return.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. Leaflet 2 was prolapsed (4mm) when compared to the other two (2) leaflets. Minimal host tissue overgrowth encroached onto the tissue outflow aspect and into the orifice. Thickened and swollen tissues were observed on all three (3) leaflets at all three (3) commissures. No visible damage to the wireform was observed via x-ray. Method: x-ray. The clinical observation was confirmed. Regurgitation was secondary to a prolapsed leaflet. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: although there have been attempts to receive further information regarding the device availability, the explanted device was not returned to edwards for analysis. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Mitral regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability.